Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of adverse patient reaction to a chronic catheter was inconclusive because the inflammation depicted in the provided photograph could not be linked to the implicated device by bas. The product returned for evaluation was one photograph depicting a portion of patient skin. A portion of dressing was evident in the photograph. A region of red inflamed tissue was evident in the photograph near the dressing. While tissue irritation was evident in the photograph, the implicated broviac catheter could not be identified as the source of the inflammation. Bas product is processed through a validated sterilization cycle that is qualified to deliver a minimum sterility assurance level of 10-6 per iso 11135. Intolerance to the implanted device is addressed in the product instructions for use (IFU) as a possible risk/complication. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility contact reported that a young patient had issues with granulation of tissue which left the broviac cuff exposed three months after the catheter was implanted. Nurse stated that the patient received IV antibiotics after an ultrasound was done that found fluid in the swollen site near the cuff. The line was originally placed on (B)(6) 2015 and was removed (B)(6) 2015. A PICC line was implanted in the patient's arm.